Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) has evaluated the device and exhaled high peak pressure and circuit occlusion alarms were confirmed. The ventilator will be placed to the side and await remediation for repairs.

Event description:
The customer report exhaled high peak pressure and circuit occlusion alarms during extended self-test (est). The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.